Event description:
Additional information received reported that the manufacturing representative did not know of any of the patient¿s issues with the devices in the past. The patient had always had communication issues from his side. The manufacturing representative had never received calls from the patient directly. The last time the manufacturing representative saw the patient was (B)(6) 2014 and it was just for a minor reprogramming. No device or therapy issues were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had switched from pump therapy to stimulation therapy upon moving. The pump worked for the patient. The stimulator was a ¿nightmare¿ and had not worked for the patient. Additional information received reported that the patient was charging more than expected. The patient¿s ¿one stimulator wouldn¿t hold a charge, so he had yet to get the stimulator working.¿ this occurred in (B)(4) 2014. They ¿didn¿t¿ know what was wrong and the battery wouldn¿t hold a charge for more than 2 hours.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-03448

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97714, serial# (B)(4), implanted: 2014-(B)(6), product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(b)(3). Product type: lead. (B)(4).